Event description:
It was reported that during this subcutaneous implantable cardioverter defibrillator (s-ICD) implant, a loss of telemetry was observed between the s-ICD and the programmer. Reportedly, the session had to be finalized as telemetry was not able to be recovered and another interrogation was required in order to complete the s-ICD implant. Technical services (ts) provided advice for improving telemetry. The s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.